Manufacturer narrative:
(B)(4). Field service engineer (fse) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator display was erratic. The ventilator was not in use on a patient at the time the reported event.